Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1007518 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number (B)(4)/ lot 1007518 and test base part number (B)(4)/ lot 1007518. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007518 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Reference MFR number: 1221359-2021-01219, 1221359-2021-03695.

Event description:
The customer reported 4 false positive results with the ID now covid-19 assay. The customer did not provide any additional information, including treatment and patient outcome.